Event description:
Attorney reported: in 2005--the patient underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. The patient suffered "severe painful injuries, including, but not limited to, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole."

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn a this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.